Manufacturer narrative:
On (B)(6) 2018 this lead was discovered dislodged. The lead was explanted and replaced.

Event description:
This ra lead was found dislodged shortly after implant and was successfully repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this ra lead was found dislodged shortly after implant and was successfully repositioned.

Manufacturer narrative:
(B)(6) 2018 - on (B)(6) 2018 this lead was discovered dislodged. The lead was explanted and replaced. It was additionally reported on 2-sep-2019 that during revision of the dislocated right atrial lead, it was not possible to get appropriate pacing and sensing thresholds although two different positions were tried. This contributed to the decision to explant and replace the lead, which occured on (B)(6) 2018. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.